Event description:
Information received from the field notes that during a routine follow-up, communication with the device was not possible. The patient presented in his own rhythm and no pacer spikes were observed with magnet application. Return to standard and emergency vvi attempts were unsuccessful. Subsequently, the device was replaced.